Event description:
It was reported that an asymptomatic patient presented with episodes of anti-tachycardia pacing (atp) on their implantable cardioverter defibrillator (ICD) as a result of a supraventricular tachycardia (svt). No intervention was reported. The patient was stable throughout.